Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she is not sure how the pump delivers insulin and she thinks that the pump might be under delivering. The mother did not want to fully test the pump right now. The event occurred on (B)(6) 2017. The customer is sure she filled 100 units of insulin in the reservoir, but after two days when around 30 units were delivered together the reservoir status shows 96 units left. The mother did not check the reservoir status, when she inserted the reservoir. The mother only thought that there were around 100 units. The customer was not hospitalized or treated for high blood glucose. The customer did not forget to fill the cannula and the mother was not willing to review the filling technique. According to mother the daily history is correct and all boluses are visible there. The mother wanted to perform the high pressure test but she did not want to do now. I asked to call back to perform the high pressure test. The customer mother called back and performed the high pressure test, and the pump alarmed insulin flow blocked at 2.4 units. The insulin pump will not be returned for analysis.